Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) was checked the subject device and found that the reported phenomenon was not duplicated. Also, it was found that there were traces of corrosion on the electrical terminal of the main circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that before the procedure, the subject device gave the error e116 which indicated the subject device had malfunction. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, it was speculated that the reported error e116 occurred due to malfunction of either the cpus, gpus, cpus or gpus fans due to failure of the main circuit board, since corrosion of the main circuit board was observed. If additional information becomes available, this report will be supplemented.